Event description:
--

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to a fracture that was confirmed under fluoroscopy image and visual inspection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned. Visual inspection revealed flattened and deformed conductor coils at 195 to 197mm, along with puncture holes in the insulation at 203 to 205mm. Blood and body fluid were observed in the lumen and determined to be due to the puncture holes. The deformed conductor coils were determined to be the result of some type of grabbing tool. The lead did not pass the stylet insertion test due to the deformed conductor coils. However, the fracture was not able to be confirmed through laboratory testing as the lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.